Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient underwent a primary total hip (B)(6) 2008. He reportedly did well until showing up with a suspected dislocation. X-ray revealed the neck on the stem had broken. Patient was scheduled for revision. The liner was removed and replaced. The stem was removed and replaced with a competitive device.

Event description:
Patient underwent a primary total hip (B)(6) 2018. He reportedly did well until showing up with a suspected dislocation. X-ray revealed the neck on the stem had broken. Patient was scheduled for revision. The liner was removed and replaced. The stem was removed and replaced with a competitive device.

Manufacturer narrative:
Upon further review, this report has been identified as a duplicate of MFR# 0002249697-2018-04043. All further reporting will be provided under the MFR# 0002249697-2018-04043.